Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.99v and the daily measurement was 3.02v. This is within expected limits.

Event description:
It was reported that the carelink battery voltage was moving between different readings including 2.51 v, 2.78 v, and 2.75 v, but review of device data found voltage at 2.9 v. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink battery voltage was moving between different readings including 2.51 v, 2.78 v, and 2.75 v, but review of device data found voltage at 2.9 v. The device remains in use. No patient complications have been reported as a result of this event. Further report of transmitted battery voltage of between 2.51 and 2.78 v. Review of device data showed 14 day measurements of 2.97 v. The device remains in use.